Event description:
It was reported that during an atrial tach right side procedure when pacing was initiated the 12-lead body surface ecgs and all intracardiac recordings would lose amplitude. This loss of signals occurred on both carto 3 system and the ge recording system simultaneously. Changing the pacing cable and patches for the limb leads did not resolve the issue. The physician elected to complete the case without using the carto 3 system. No patient injury was reported.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during a right sided atrial tach procedure when pacing was initiated the 12-lead body surface ecgs and all intracardiac recordings would lose amplitude. This loss of signals occurred on both carto 3 system and the ge recording system simultaneously. The carto 3 system associated with the reported incident was inspected by bwi service engineer. It was discovered that the signal loss was due to bad reprocessed cable with bent pins. There were no other issues with the signals loss since the cable was replaced. The issue was related to damaged cable rather than a carto malfunction. The device history record review was also performed. No anomalies were noted in manufacturing or service of this device related to this issue.